Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during inspection for use, the video image blacked out intermittently, while the testing the image was just black, and the video image flashes black during angulation on the bronchovideoscope. There was no reported patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields:h3, h4. The device was returned to olympus for inspection and the reported failure of video image blacked out intermittently and video image flashes black during angulation was confirmed. Based on the results of the investigation, the intermittent or absent image issue is most likely attributed to component wear and tear¿specifically damage or deterioration over time. No design or manufacturing defects were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.